Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6). Upon review of the transmission, the patient's pacemaker was found to have triggered high ventricular rate (hvr) episodes, resulting from the over-sensing of noise on both the ventricular and atrial channels. Clinician reported that the patient had undergone a separate vascular procedure at the same time the over-sensing was detected. No interventions were performed and the patient will continue to be monitored. No additional patient consequences were reported.